Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (5000 mcg/ml at 112.93 mcg/day). It was reported that the patient had magnetic resonance imaging (MRI) on (B)(6) 2019 and the pump was not interrogated due to the hcp and rep not being notified of the MRI. It was noted that the logs showed a motor stalled that did not recover however the patient reported no symptoms. The pump was interrogated on (B)(6) 2019 and a volume discrepancy was observed; they expected to get .5 ml¿s out of the pump and got 2.5. When the pump was re-interrogated it was noted that the motor stall did recover post MRI. The hcp determined that she believed the pump was still working and administering the medication during this time since (B)(6). The patient was doing well and the issue was resolved. No further action will be taken at this time.